Event description:
It was reported via repair work order that the footend lift would drift due to hi/lo motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was resolved for the customer by ordering the part and customer will do their own repairs.